Manufacturer narrative:
The field service engineer determined the gear pump head was damaged. The cell wash and cell detergent volumes were not correct. The gear pump head was changed and the cell wash/detergent volumes were adjusted. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.68 mmol/l, which repeated as 2.49 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.